Manufacturer narrative:
It was reported that, "the bolts have broken off of the front wheels". Customer was "sitting in it and the front wheels snapped off and he fell to the ground and hit his back and his neck". It was reported that the customer "had a lot of pain and described them as 'serious' when asked". It was reported that the customer did "seek medical attention and has had to have multiple appointments with his doctor due to the pain". No additional information is available at this time. A sample has been requested for evaluation. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that, "the bolts have broken off of the front wheels".